Manufacturer narrative:
Investigation is underway.

Event description:
Additional information: the device was received for evaluation. Per pre decontamination evaluation, linear circumferentially delaminated approx. 1.5 inches, c marker attached to linear, minor soft tip damage, sheath shaft damage approx. 1 inch and 1.25 inches from distal tip, deep scratches in that region, distal tip split, distal linear tear and stretched approx. 0.25 inches; no measurements taken due to stretch.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691 2024 02241. The device was returned for evaluation. The returned device was visually examined and the following was observed the introducer distal end was bent likely due to packaging. Liner expanded as designed and tip opened as designed; distal liner circumferentially delaminated for approximately 1.5 inches with c marker wrapped around the liner. Distal liner is stretched and torn for approximately 0.25 inches. Damage on sheath shaft between 1 and 1.5 inches from distal tip. Distal tip is split with minor soft tip damage; deep scratches noted on distal sheath shaft. Due to the nature of the complaint event no functional or dimensional testing was performed. The complaint was confirmed through visual examination.the esheath and esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath and esheath plus is validated. To promote maintaining sheath integrity design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve delivery system and or accessories through the potential adverse events section in the instructions for use IFU . To help mitigate risks edwards provides guidance and instructions on visualizing and assessing vasculature correct device prep and proper insertion techniques in the IFU and training refresher training materials including adequate hydration of components appropriate orientation of the esheath and esheath plus seam in the vasculature and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system with or without the crimped valve including if the delivery system balloon is ruptured. In addition edwards physician training program includes case observation review proctor qualification and refresher training.review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile burst torn balloon residual fluid in balloon etc. Can lead to the system to catch onto the sheath liner. In addition noncoaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner especially if patient factors such as calcification tortuosity and or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result the operator may apply excessive manipulation to overcome any difficulty which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore more than one of these factors can compound to exacerbate the patient procedural conditions and further lead to sheath liner delamination.in this case the complaint was confirmed through returned product evaluation. Available information suggests that procedural factors altered balloon profile catching on distal tip excessive manipulation likely contributed to the reported event as it was reported that the commander delivery system balloon ruptured upon full inflation of the valve and excessive pull force to retrieve the altered balloon profile likely resulted in the distal liner to delaminate. No edwards defect or manufacturing non conformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Therefore no further escalation is required. All complaints are reviewed against control limits.technical summary written by edwards lifesciences applies to this complaint event and establishes through extensive complaint investigations that sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use risks and precautions. In addition review of manufacturing mitigations is captured in the technical summary which are still in place. With no unique issues or concerns raised with this complaint this event will be included in ongoing monitoring and trending control limits are managed and assessed with no pra or CAPA required at this time. In addition this technical summary is applicable to esheath plus as there are no significant changes related to the sheath shaft and liner. This includes material composition manufacturing process inspection and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect liner integrity. The reported event of a liner tear was confirmed based on the device evaluation. Available information suggests patient factors calcification and or procedural factors withdrawal of altered balloon profile excessive manipulation likely contributed to the event as product evaluation revealed presence of deep scratches on distal shaft indicative of calcified patients vasculature. Calcification can damage the exposed portion of the sheath liner which can lead to immediate cutting tearing or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner.the reported event of a sheath distal tip split was confirmed based on the device evaluation. A review of the DHR and lot history was unable to be performed due to no device lot number being provided. A review of the IFU training materials revealed no deficiencies.in this case product evaluation identified distal tip split. It is likely that the tip sustained damage during system removal. Retrieving system with an altered balloon profile could cause it to catch on the tip leading to increased withdrawal forces. The increased withdrawal forces could split the hdpe material in the process. Additionally product evaluation revealed presence of deep scratches on distal shaft indicative of calcified patients vasculature. If the tip interacted with calcification it can result in a damaged tip split . As such available information suggests that patient factors calcification and or procedural factors altered balloon profile catching on distal tip excessive manipulation may have contributed to the reported event.complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2014-02240. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon ruptured upon full inflation of the valve. No major complications. Patient is doing well. Per additional information received, the sheath was damaged sheath folded back on itself upon removal of the delivery system.